Manufacturer narrative:
H2, correction: section e updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to load images from a disc. The site noted that they do not often load images from compact disc (cd)s. The site noted that disc was able to mount and appeared under images tab but did not have images selectable for download. A reboot did not resolve the issue. During troubleshooting, the site tried another disc and the disc would not mount while system was on. The site rebooted the system and was able to see disc mounted and download images. The site put the original disc back in and rebooted system. The original disc was now showing as mounted and the site was able to download images. There was no patient involvement. It was reported that shortly after this system was initially installed, the manufacturer representative (rep) needed to create a work around for some of their cds due to them not immediately mounting on the system. The "thunar" command doesn¿t work either, so the rep had them go through the file system and force mount the disc through media. It¿s not the system, as the same behavior happened on the other navigation system across the street as well with certain cds. The rep was not sure if it¿s the brand of cd they use, the way they are archived, or their burner. The rep called the site and walked them through the steps and they were able to get the cd loaded without issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735991, h3, h6: multiple fdd / annex a codes were reported. A13 was coded for unable to load images from a disc. A23 was coded for "thunar" command doesn¿t work either. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.